Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) went into backup vvi mode during implant procedure. The ICD was removed during the same procedure on (B)(6) 2025 and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was not confirmed by analysis. Final analysis found the device to have normal outputs and at beginning-of-life. No anomalies were detected.